Event description:
Account alleges the hi/low is drifting down. He would like a tech. Account stated no patient was in the bed and no injury reported. The bed is in class room.

Manufacturer narrative:
Repair has not been completed at this time.